Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor's right atrial (ra) lead exhibited high, out-of-range pacing lead impedance measurement greater than 2,000 ohms. It was also noted that the competitor's right ventricular (rv) lead had low out-of-range pacing lead impedance of less than 200 ohms. There was noise on the atrial lead that led to mode switching and could be recreated with isometrics in bipolar. Both leads were changed to pace in unipolar and sense in bipolar. Additional information was received indicating that the cause of the impedance issue was not conclusively determined. The noise was on the atrial egm which was reproducible with isometrics appeared on unipolar as well as bipolar sensing configurations. The patient will be seen in a couple of weeks for follow-up. This system remains in service. No additional adverse patient effects were reported.